Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: in total, I sent you 3 instruments that were all used in the same operation, including the progress forceps you mentioned, a monopolar scissors, and a bipolar forceps. According to dr. (B)(6) and the nursing team, these 3 instruments were in perfect condition throughout the entire operation, with the scissors and the bipolar forceps being used for the first time. All the instruments went to amp without any defects. I received these instruments back after reprocessing in the same condition as I sent them to you. Since intuitive requests that all defective instruments be sent in regardless of the reason, I complied with this. Additionally, I have contacted intuitive regarding scheduling a refresher training session on da vinci instruments and accessories with our amp management. You can be assured that nothing fell into the site during the performed operation, and the patient was not harmed. The instruments were completely damaged during central reprocessing. Attached, I am sending you a photo. How the damage occurred is also unclear to me and our amp management. I am not allowed to provide you with information about the patient. In this case, it should not matter since the instruments were only defective after the operation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken distal pitch cable at the distal clevis and the proximal clevis was found detached from the distal end of the main tube. The pitch cable was broken at the both sides of the distal clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s): the instrument was found to have a broken grip cables at the grips. The cables were broken at both grips. The cable was fully broken. Additional observation(s): as a result of the full break of the pitch cable, the proximal clevis was found detached from the distal end of the main tube, but still hanging on the conductor wires. Further inspection found no another damaged components near the proximal clevis. The main tube was not broken nor cracked. No missing fragments was observed. The complaint regarding loose components was confirmed by failure analysis. Common causes of broken - distal instrument pitch cables, whether partial or full, are attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.